Event description:
Complainant alleged that the medics were attempting to monitor a 28 year old male pt with a back injury, but the device displayed a "status 81" error message on the device screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.